Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference numbers: 1627487-2021-17275, 1627487-2021-17276, 1627487-2021-17278. It was reported that the patient experienced ineffective stimulation since implant. As a result, surgical intervention may take place at a later date to address the issue.